Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged six days post implant. This lead was repositioned. The lead had exhibited high threshold measurements and loss of capture. Bradycardia and asystole was noted for greater than 2 seconds. The lead was explanted the next day when the pt was upgraded to an implantable cardioverter defibrillator (ICD). The lead was functioning normally when explanted. No additional info is available at this time. If additional info becomes available, this event will be updated. There was no explant date provided and the event date does not match the event description. Therefore, the event date will not be reported.